Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra patient result was due to a leaking base pump on the system. The instrument was operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin ultra patient results were obtained on two patient samples. The discordant result was never reported to the physician(s). The patient samples were run and retested on another advia centaur and the correct result was reported. There is no known patient intervention or adverse health consequences, due to the discordant troponin ultra results.